Event description:
Revision surgery - the pt has parkinson's, he fell and dislocated his shoulder. The surgeon exchanged the glenoid head and zimmer liner, there was no product involvement.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after one year of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this product: one for a missing feature, one broken/cracked/damaged device, two revisions, 26 due to dislocation, two due to pain, six due to infection, eight due to trauma, one for device loosening, 11 for stability/poor joint, and six for dissociation. This is the second complaint for this lot number. The root cause of the dislocation was most likely due to the patient falling. There is no indication of a product or process issue affecting implant safety or effectiveness.